Event description:
It was reported that the patient stopped using the stimulation therapy in the (B)(6) 2006 because, it was "causing pain". It was stated that "right after" implant, the patient was reprogrammed, but it wasn't helping her. It was noted that throughout the years, the patient has tried to use her stimulation, but it would cause her pain. It was reported that the patient has had "lots of surgeries" that weren't related, "memory issues" (lost her long term memory and has short term memory problems), fibromyalgia, neuropathy of the limbs, and interstitial cysts. It was noted that the patient was implanted for interstitial cysts. It was reported that "nothing can touch the area of her back where the implant is located". The area was not red or hot, but the pain went "across her whole back" with a "4 inch radius" from the implant. The patient has been experiencing this pain for "about a year". About two weeks later, it was reported from the health care provider (hcp) that the device was explanted. No explant date was given. The cause of the event was because, the device was no longer effective. There was no patient hospitalization and no injury to the patient. No further information was provided.

Manufacturer narrative:
Product ID, 3889-28 lot# v004938, implanted: 2006 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3031a lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).